Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was almost 500 mg/dl. The customer stated that the day prior the doctor had programmed a dual square wave bolus in the insulin pump. The customer stated that her blood glucose was 136 mg/dl at the time of the call and that there was an open circle on her insulin pump. Assisted customer with removing the square wave bolus option and using the dual wave bolus option instead. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.